Event description:
This is a report of a home patient that observed a leak between the catheter and the titanium adaptor and the home patient developed peritonitis. The home patient was treated with (unknown) antibiotic therapy. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). An actual sample was not returned for evaluation. Photographic images were provided for evaluation. The photos revealed the non-baxter pd catheter was ruptured; however, no malfunction was observed in the titanium adapter that could be related to the rupture of the catheter. A batch review was performed and no issues were noted during manufacture of the lot. If additional relevant information becomes available, a follow up report will be submitted.